Event description:
Pt reported pushing the device in the urethra too far as a result the device migrated in urethra. Pt went to health care professional for removal. No serious injury reported by pt. Event is identified in labeling.